Manufacturer narrative:
Clinical review: a temporal relationship exists between the ccpd therapy on the liberty select cycler and the patients death due to sudden cardiac arrest. The cause of this patients death can be solely attributed to a sudden cardiac arrest with significant cardiac disease. It is well-known that sudden cardiac death is the leading cause of mortality in esrd patients, attributing to 1 of every 4 deaths in patients on pd therapies. This is further evidenced by the patients inherent arrythmia which is well-known to precede sudden cardiac death events. Therefore, the liberty select cycler can be excluded as a cause or contributor to this event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patients death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to a fresenius that a patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was related to any deficiency or malfunction of fresenius device(s) or product(s) in the initial reporting. Upon follow up, the patients pdrn reported this patient expired at home on (B)(6) 2020 due to a sudden cardiac arrest. The patient had a pacemaker that transmitted to a communication unit and when the patient went into cardiac arrest, the communication center was alerted. Emergency services were activated and upon arriving at the patients home, the patient was found in asystole, whereas no resuscitation efforts were performed. It was affirmed the patient was connected to the liberty select cycler and undergoing a ccpd treatment at the time of death. An end-stage renal disease (esrd) death notification and/or death certificate were requested but not available at the outpatient clinic. The pdrn stated an autopsy will not be performed. It was confirmed the patients death due to a sudden cardiac arrest was unrelated to pd therapy and not due to a deficiency or malfunction of the any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed a catch-post hipot test, a patient hipot test, and a current leakage test. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. An internal visual inspection of the returned cycler was performed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid on the bottom cover under the pump and on the inside of the rear panel. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.